Event description:
Note: reportedly, the pt underwent the actual hta procedure three to four years ago. A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during a recent visit to the physician's office, the pt complained of cramping and nausea. An ultrasound was then performed and revealed a corneal hemometra. Shortly thereafter, the pt underwent a hysterectomy. Although attempts were made to obtain additional follow up regarding event description. There is no further info regarding this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.